Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid (20 mg/ml at 5 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2017 it was reported that the patient believed that he was hearing the two-toned alarm. No one else heard it, but he heard it when he went in different rooms. It lasted 5-6 seconds and occurred every 10-15 minutes. It started on (B)(6) 2017. Per the patient, the last pump refill was probably two weeks ago. He had an MRI on (B)(6) 2017. The patient had no symptoms. Additional information received the next day reported that the healthcare provider had read the logs. The healthcare provider found numerous motor stall and recovery logs going back to (B)(6). The healthcare provider stated that the patient¿s MRI was actually back in may. Per the healthcare provider most of the stalls were very short, typically approximately 20 minutes or so. The healthcare provider was asked if the patient may be encountering a magnetic field and the healthcare provider put the patient on the phone and the patient stated that he didn't feel he had been near anything magnetic. No further patient complications were reported.

Manufacturer narrative:
Updated to reflect the information received on 2017-aug-15. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-aug-15 from the manufacturer's representative. It was reported that the pump was replace d and the pump would be sent back to the manufacturer for analysis. No further complications were reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) via the return paperwork for the pump indicated the elective replacement indicator (eri) was 72 months at the time of replacement. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation of implantable pump serial number (B)(4) revealed no anomalies. The returned pump passed all functional testing in the lab. Eval code-result (B)(4) and code-conclusion (B)(4) are no longer applicable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) on (B)(6) 2017. It was reported that the patient's pump had been motor stalling with 73 months until elective replacement indicator. It was unknown what if any environmental/external/patient factors may have led or contributed to the issue. The patient's pump was read and turned to minimum rate. Surgery was planned and was to be scheduled. The issue was not resolved at the time of this event and the patient's status was "alive- no injury".